Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. There was also no capture in both unipolar and bipolar configurations. It was reported that pacing therapy was not delivered when required. There was suspicion of a conductor fracture, however there was no physical evidence noted on fluoroscopy. A revision procedure took place and the lead was surgically abandoned and a new rv lead was implanted. There have been no adverse patient effects reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.